Event description:
Pa-c [certified physician assistant] reported stratafix 3-0 monocryl ps-1. Ref #sxmp1b103 breaking several times over previous cases. Manufacturer response for suture, stratafix 3-0 monocryl ps-1 (per site reporter). Or contacted rep directly to see if other customers are having this issue with the product.